Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on 07/30/2015, to state that on (B)(6) 2010; the patient developed a skin reaction under the sensor patch that was red and itching. Patient's father stated that the skin reaction was treated with hydrocortisone. Additionally, patient's father stated that the no sting barrier film was prescribed originally for an insulin pump and later, when they asked a doctor, the doctor advised that the barrier would be okay to use for the dexcom sensors. The date of issue is approximate. No additional event or patient information is available.